Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. Insulation degradation was noted at 5.5m from the connector pin. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.